Event description:
It was reported that the pt underwent a right-side minimally invasive tlif using rhbmp-2/acs. Four months post op, the pt reported back pain. An MRI showed t2 inflammation at l4 and l5 vertebral bodies and a small fluid accumulation along the tract of surgery. The pt has no radiculopathy or other neurological complaints and has controllable back pain.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.